Event description:
As the physician removed a port in the breast center, the catheter was not intact at port site. The physician removed port and collar, requested a chest x-ray that showed the catheter was in the right heart.